Event description:
Bouwens van der vlis tam, van de veerdonk m, ackermans l, et al. Surgical and hardware-related adverse events of deep brain stimulation: a ten-year single-center experience. Neuromodulation. 2022;25(2):296-304.10.1016/j.neurom.2021.12.011. Patients undergoing dbs-related procedures between january 2011 and july 2020 were retrospectively analyzed to inventory aes. The mean follow-up time was 43 ± 31 months. Univariate logistic regression analysis was used to assess the predictive value of selected demographic and clinical variables. Reported events:  pli 10: 14 patients experienced surgical site infection. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. See attached literature article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.